Manufacturer narrative:
(B)(4). The manufacturing records for the intraocular lens were reviewed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. Dimensional inspection is performed at lens generation and the results showed all dimensions were within specification. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this production order were received to date. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the toric intraocular lens (iol) was implanted and placement was at 90 degrees. One day post op the lens rotated 40 degrees to an axis of 130. Patient came in for a secondary procedure the next week for a reposition, of the right eye. The exact date of rotation was not provided. The lens remains implanted. No further information was provided.

Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.